Event description:
It was reported that before use, the battery of the cs300 intra-aortic balloon pump (iabp) unit won't hold a charge. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that the switch to charge batteries was in the off position. The fse turned the switch on and the batteries were charging. The fse then performed all functional and safety tests, and the unit was returned to the customer and cleared for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.